Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient was experiencing discomfort at the ipg site as well as experiencing discomfort with the stimulation, either on or off. The patient underwent an a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. The device remained implanted.